Event description:
Hemaprompt fg kit ~ screen for fecal & gastric blood with control monitor and developer. Lot # 263, exp. Date: 10/31/2024. The entire lot # is missing the sticker that is usually attached to the kit that you pull off and use for the quality control.